Event description:
Received a letter forwarded from call center at pride regarding a fire that occurred in a home where a pride jazzy was located. Also, a partially damaged vehicle, 3 asphalt race cars, an antique (B)(4), golf cart, and a riding mower.

Manufacturer narrative:
Scene investigation revealed product at scene was not pride product.

Manufacturer narrative:
The device, model, serial number, fire scene has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued. 3rd party analysis has not yet begun.

Event description:
Received a letter forwarded from call center at pride regarding a fire that occurred in a home where a pride jazzy was located. Also, a partially damaged vehicle, 3 asphalt race cars, an antique ford, golf cart, and a riding mower.